Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing and rescue mode/non rescue mode testing without duplicating the report. The main board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.